Manufacturer narrative:
(B)(4). The device reported, list number g304, is an abbott product that is marketed internationally which is the same or similar to a device, (B)(4), that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported an under-delivery. The patient was using a carry pack and discovered that feed was not received for 12 hours. It was not reported if the tubing was kinked.